Manufacturer narrative:
D10: (B)(6) 234-02-02 - optetrak asy, ps cemented femoral, sz 2 (B)(6) 204-22-09 - ps tibial inserts sz 2, 9mm (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. (B)(6) 200-02-29 - three peg patella 29mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation, approximately 2 months after a left total knee arthroplasty, the patient underwent manipulation under anesthesia and left total knee arthroplasty. The patient experienced difficulties in gaining flexion greater than 90 degrees with pt. The surgeon recommended the procedure to her in hopes of improving her knee motion. An operative report was provided. Intraoperatively, it was noted the surgeon performed gentle mobilization of the patella with media and lateral translation. Next the hip was flexed to 90 degrees and gentle flexion forces applied with audible lysis of adhesions and improvement in range of motion from 90 to 115 degrees of flexion. It was noted this sequence was repeated until no further motion gains were achieved. The patient was awakened and conveyed from the operating room to the recovery room in stable conditions and with no complications. No additional information was provided.